Event description:
Device 2 of 3. See MFR #1627487-2010-02535, 1627487-2010-02689, 1627487-2010-02699. On (B)(6) 2010, the patient was implanted with an scs system. The doctor removed the patient's system on (B)(6) 2010 due to suspected infection.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 471 mg/dl and 126 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.